Event description:
The patient contacted animas on (B)(6) 2012 reporting that while she was in the pool she received a message to remove the battery to silence the alarm. She replaced the battery and there was no power to the pump. The patient stated that moisture was noted under the display screen. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump will not power on. Testing could not be completed due to inability to power on the pump. There was visible moisture in the display, and a crack was observed near the top right corner of the display lens. A case leak was found during testing. There was evidence of internal moisture damage found on the pcb.